Event description:
"Customer reported: reportedly, multiple providers have had the needle stuck in the skin of infant when finishing injecting and removing needle. Materials management is in the process of contacting the vendor to return the product. See attachment section for initial email from customer. "